Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D14834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding"), allergy to metals ("nickel sensitivity"), dysmenorrhoea ("dysmenorrhea"), abortion spontaneous ("miscarriage"), menorrhagia ("menorrhagia") and rash ("rash") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (total robotic hysterectomy with bso, removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, allergy to metals, dysmenorrhoea, abortion spontaneous, menorrhagia and rash outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and rash to be related to essure. Batch no d14834, production date: 2014-10-09, expiration date: 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D14834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding"), allergy to metals ("nickel sensitivity"), dysmenorrhoea ("dysmenorrhea"), abortion spontaneous ("miscarriage"), menorrhagia ("menorraghia") and rash ("rash") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (total robotic hysterectomy with bso, removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, allergy to metals, dysmenorrhoea, abortion spontaneous, menorrhagia and rash outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and rash to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.